Manufacturer narrative:
(B)(4).

Event description:
A report was received that stated an ICU recently changed their standard tracheostomies from tracheosoft w/ adjustable flange to the new shiley flex. The older style tube was used in a patient and after changing positions the patient was complaining about difficulty with breathing. The patient then desaturated to 84%. The physician tried to suction the patient but was not able to get the catheter in via the cannula. After propofol-induction they changed the cannula to a new shiley flex but unfortunately without any effect. The patient kept desaturating to 27%, became bradycardic and after another propofol induction the patient was intubated with an endotracheal-tube (ett). After receiving the ett the patient became stable. No long term consequences for the patient were reported.

Manufacturer narrative:
The previous medwatch report was sent in error. This product is not sold in the us and therefore is not reportable. (B)(4).